Event description:
Customer reported issues with the insulin pump. Customer states that the blood glucose reading is unknown. Customer states that the insulin pump is damaged. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with stripped battery cap coin slot, cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window and scratched reservoir tube window.